Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was running hot during routine inspection. The device was not being used during surgery. There were no injuries. There was no additional information provided.